Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: (B)(6): user had poor technique. Note: manufacturer contacted customer in a follow-up call on (B)(6)2025 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with test results from results obtained of 198, 297 and 170 mg/dl. The customer¿s expected am fasting blood glucose test result is 140 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back-to-back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 01/20/2025 and open vial date is (B)(6)2024. The meter memory was reviewed for previous test result history: result 1: 122 mg/dl date: (B)(6) time: 8:15am fasting. Result 2: 136 mg/dl date: (B)(6) time: 8:11am fasting. Result 3: 170 mg/dl date: (B)(6) time: 8:07am fasting. Result 4: 297 mg/dl date: (B)(6) time: 8:02am fasting. Result 5: 198 mg/dl date: (B)(6) time: 8:02am fasting.